Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had the interstim implanted for urge incontinence. The patient reported that the interstim worked fine up until about 3 weeks ago. The patient stated that they couldn't leave the house because of urinary incontinence "flooding". The patient noted that at first, she thought she had a bladder infection, but the doctor said no there was no bacteria. The patient had increased the amplitude from .90 to .95 and nothing happened, so she increased it to 1.00 and it has pretty much stopped the problem but not totally. The patient noted that she had not seen her managing healthcare provider (hcp) for 3 years, and that she has to go through the new patient process, so she will not be able to see her doctor for 3 weeks. The patient confirmed that stim was on. The patient changed from p1 to p2 and adjusted amplitude to the point where she can feel stim sensation. The patient reported that she has had no falls but was lifting heavy objects. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that patient was lastly seen by this healthcare provider in 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that her ¿bladder had gone crazy¿ about 2 weeks prior to the report. The patient reported that she thought it was a bladder infection which she got ¿corrected¿ but then she thought it came back but didn¿t have the burning sensation but had flooding symptoms (only 30 second notice). The patient reported not feeling stimulation at the time of the report and it was noted that the therapy was off. The therapy was turned on and the patient reported feeling stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.